Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k021819.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultrasmart meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 11:04 pm, the patient obtained the blood glucose readings of 59 mg/dl and 290 mg/dl on the reported meter, which was high compared to his expected values. On (B)(6) 2010 at 2:00 am the patient experienced the symptoms of sweating, shaking and nausea. The patient administered self-treatment with food and/or a drink; he did not seek any medical attention. The patient manages his diabetes by taking novolin r insulin, metformin 850 mg and actos plus 15 mg. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter, and received treatment with food to alleviate his symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/08/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
While using the mitek vapor during a shoulder arthroscopy, the vapor electrode sparked and the probe/vapor portion looked burned. The depuy rep was present and acquired a new vapor to complete the surgery. No injury to pt. Rep contact: (B)(4).